Manufacturer narrative:
Product complaint # (B)(4). Corrected information: g4. PMA/ 510(k). Additional h3 investigation summary: the product received for analysis was vcp218h. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on may 21, 2026. The component was identified as product code vcp218h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of pc-002133757 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one empty open foil packet and one needle-suture piece that pertains to product code vcp218 were received for analysis. Upon inspection of the needle marks that appear to be caused by a surgical instrument were observed on the body needle. The curvature and tip were distorted from the original form. Besides that, the needle was noted to be broken at the tip area. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached due to the sample needs additional evaluation by hsa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? - what is the current status of the patient? --please refer to the event description, other information requested is unknown. - do you have any photos available for visual analysis? --no photos, please refer to the device returned.

Event description:
It was reported that a patient underwent a delivery surgery on (B)(6) 2026 and suture was used. It was reported from the analysis of the returned product that needle breakage was observed. Needle tip had a hook. When a midwife was suturing a wound in the delivery room, she found that the needle tip of the matching suture had a hook, which not only increased the pain during the suturing process but also may result in poor healing effect of the wound. The midwife immediately replaced the suture. At same time, the hcp also claimed that another similar case had occurred, pls refer to (B)(4). There were no patient consequences reported. Additional information was requested.